Event description:
It was reported that the user experienced a pairing failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, where the pump displayed ¿pairing with sensor,¿ no alerts were received, and the pump reverted to ¿start sensor¿ after the sensor code was entered. No adverse clinical symptoms reported. Outcomes included no impact on health and no hospitalization. User support included remote troubleshooting and education, which covered restarting the pump, toggling cgm settings, re-entering the sensor code, and reviewing the sensor pairing period. Investigation of this case revealed a communication or pairing delay between the ilet and the cgm sensor without evidence of hardware damage or software error on the pump, and the issue was addressed through setup guidance. It was concluded, based on previously established findings for similar reports, that the cause was user interface error or transient connectivity issue.

Manufacturer narrative:
Initial.